Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the time on their arctic sun device was off by an hour. Was there a way to update the time during therapy. Mis explained that they would need to adjust the time on the device once therapy was completed. Nurse could not get in the room then to get the serial number but would place a note on it to call for assistance once therapy was completed.

Event description:
It was reported that the time on their arctic sun device was off by an hour. Was there a way to update the time during therapy. Mis explained that they would need to adjust the time on the device once therapy was completed. Nurse could not get in the room then to get the serial number but would place a note on it to call for assistance once therapy was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.